Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. The lot met all release criteria. Visual/microscopic inspection: the balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 10mm x 4cm balloon. The balloon was returned detached from the catheter. The detached balloon was examined. The distal end of the balloon was extending out of the returned sheath and was observed to be bunched. The proximal segment, containing the hubs of the catheter was examined. The edge of the break at the butt joint was jagged. The inflation lumens and polyimide lumen extended beyond the break location. The edges of the break on the polyimide guidewire lumen were jagged and stretched, likely indicating retraction issues. No other anomalies were observed to the proximal segment of the catheter. The introducer sheath was examined. The distal tip of the sheath was flared, which typically indicates retraction issues. Functional/performance evaluation: no further functional testing could be performed due to the condition in which the sample was returned (i.e. Detached in two pieces). Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the device was returned. The investigation is confirmed for a balloon detachment and sheath related retraction issues based on the condition of the returned sample. The retraction problems likely led to the balloon detachment. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current instructions for use (IFU) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Precautions: if resistance is felt during post procedure withdrawal of the catheter through the introducer sheath, determine if contrast is trapped in the balloon with fluoroscopy. If contrast is present, push the balloon out of the sheath and then completely evacuate the contrast before proceeding to withdraw the balloon. If resistance is still felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. Use of the dorado pta dilatation catheter: while maintaining negative pressure and the position of the guidewire, grasp the balloon catheter just outside the sheath and withdraw the deflated dilatation catheter over the wire through the introducer sheath. Use of a gentle clockwise motion may be used to help facilitate catheter removal through the introducer sheath. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure of an av upper arm graft for a declot, the health care provider (hcp) allegedly had difficulty removing the pta balloon through the 6fr sheath. During removal the pta balloon was difficulty to retract and sheared off the balloon catheter and got stuck in the sheath; therefore, the balloon and sheath were removed as one unit. Hemostasis was obtained using a purse string suture at the access site. The procedure was concluded, and no further treatment was provided. There was no reported patient injury.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure of an av upper arm graft for a declot, the health care provider (hcp) allegedly had difficulty removing the pta balloon through the 6fr sheath. During removal the pta balloon was difficulty to retract and sheared off the balloon catheter and got stuck in the sheath; therefore, the balloon and sheath were removed as one unit. Hemostasis was obtained using a purse string suture at the access site. The procedure was concluded, and no further treatment was provided. There was no reported patient injury.